Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) levels ranging from (43- above 60 mg/dl) the customer drank milk to increase bg level. The customer stated that this occurred due to needing pump settings adjusted by the healthcare provider (hcp) and indicated that the hcp is currently working on setting adjustments.